Event description:
This customer reported an intermittent connection between the therapy cable and the device. There was no negative impact to the involved pt.

Manufacturer narrative:
The customer reported an intermittent connection between the therapy cable and the device. There was no negative impact to the involved pt. The device was evaluated at philips and an incomplete electrical connection between the therapy cable and port was identified. Replacement of the therapy cable and port resolved the issue.